Event description:
Ref importer report (B)(4).

Manufacturer narrative:
The surgeon indicated that the patient was positioned too posterior and that the patient had kyphosis. Had a standing lateral x-ray been taken prior to surgery and kyphosis observed, the surgeon indicated he would not have implanted the disc replacement device.